Event description:
During atrial fibrillation (afib) ablation & left heart catheterization, the merge system lost lead ii reading after trans-septal access. Heart rate showed as zero. Procedure completed without problems, patient was already on anesthesia monitoring with accurate hear rate.